Manufacturer narrative:
B1, b2, h6: after review from a medical safety clinician it was determined that this complaint does not meet the definition of a serious injury. No tissue injury was alleged and there was no impact on patient outcome. Hence, this complaint is only reportable due to product problem. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3, h6: the exports/logs were returned for clinical analysis. The analysis determined that the probable root cause of the reported d eviation was the skiving of surgical tools laterally on the bony anatomy. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
See b5. H3, h6: the exports/logs were returned for clinical analysis. The analysis is still in progress. B21, c21, d16 are applicable to the clinical analysis. A medtronic representative went to the site to perform a system check out and they found no failures related to the inaccuracy. The shoulder was adjusted. The system functioned as intended. B01, c19, d14 are applicable to the system checkout. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from a manufacturer representative reported that the screws were not in bone nor in the pedicle at all. The screws were lateral, completely outside bone in tissue. There was no bone removal prior to screw placement.

Manufacturer narrative:
H6: the exports/logs were returned for clinical analysis. The analysis is still in progress. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure. It was reported that the ap shot showed the left and right l4 screws deviated laterally during an l3-l4 perc fusion case. The site removed the rods and l4 screws, and kept the l3 screws in, then reregistered the robot. After registration, the l3 screws were taken out, and new screws were placed in l3 using a guidewire. Then the site made a pass with a drill and a tap on left l4, and attempted to place the screw, however, it skived again. The surgeon was able to remove the left l4 screw, change the trajectory medially, made a pass again with the drill and tap, and placed the screw successfully using a guidewire. The surgeon changed the trajectory medially on the right side of l4, dropped the guidewire, and placed the screw successfully. There was no patient harm and the procedure was delayed by an hour and a half.